Event description:
It was reported that the customer was hospitalized due to back surgery. During the hospitalization, the customer's infusion set fell off, and the customer experienced high blood glucose levels. It was also stated that the cannula was bent on the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.